Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Valve issue- bag deflated and would not re-inflate if no other bag had been available patient would have expired. Additional information received on (B)(4) 2013: dr (B)(6) reports that the incident of the valve occurred during an emergency situation where the resus bag was squeezed and did not reinflate (the resus bag was running on 10lpm). No issues noticed prior to use with the product, but looking at it now he believes that the valve is a factor. There was no patient harm/injury as the product was quickly changed. He observed another resus bag that was not used on the patient but realized that the valve was stuck, but after squeezing it over 50 times the bag works fine now ((B)(4) was opened to capture the resus bag that was not used on the patient).

Manufacturer narrative:
(B)(4). Device evaluation: one open sample was returned by customer and per visual inspection no issues were observed on large adult bag as they were found acceptable. Functional testing was performed which include (pressure, inhalation and exhalation tests) to the (B)(4) adult bag according to our procedure and no issues were confirmed. Per our inspection, the bag was squeezed and the re-inflated without issues therefore not confirming the report of the bag not reinflating after being squeezed. Upon review of the device history for the lot number reported, carefusion observed that bag has been stored for over 8 years. Lot y6p0116 was manufactured, inspected and released on (B)(6) 2006. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process and molding process was also reviewed and we did not observe any error or non-conformance related to the issue of the resuscitation bag not inflating. It was observed that code (B)(4) is 100% tested by pressure, exhalation and inhalation functions by production personnel in accordance with carefusion¿s manufacturing process before being released. In addition, quality personnel perform a sampling of the same functional tests before releasing this product. Based on the investigation, at this time it¿s not possible to determine a root cause for the not inflating issue on the resuscitation bag. However, carefusion recommends that the IFU be followed under precautions where it is stated ¿always check for proper function of the resuscitator: verify proper valve action. Verify that the valve is free of obstruction. Verify patient is being ventilated by observing alternate rise and fall of the patient¿s chest and color of lips and face during resuscitation¿.